Manufacturer narrative:
Device investigation details: information received indicates that the device is not available for return, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If the product or product ID numbers are received at a later date, the investigation will be updated as applicable. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent a focal atrial tachycardia (at) ablation procedure with a thermocool® smart touch® sf uni-directional navigation catheter and the patient suffered cardiac tamponade requiring a pericardiocentesis. It was reported that during a focal at, a pericardial effusion was noticed as the patient's blood pressure dropped, while catheters were being removed from the patient body. The pericardial effusion and perforation were confirmed by a transthoracic echocardiogram. The medical intervention provided was a pericardiocentesis and 450-500mls of fluid were removed. The patient was reported to be in stable condition. Additional information received indicated the adverse event was discovered after use of biosense webster products. The physician¿s opinion on the cause of this adverse event is that it was procedure related. The patient¿s outcome from the adverse event was reported as fully recovered (no residual effects). Patient did not require extended hospitalization because of the adverse event. A smartablate generator was used. Visitag module was used, parameters for stability used was range: 2mm for 3 seconds, force over time (fot) 25% at 3g. Additional filter used with the visitag was respiratory gating. Impedance drop was used. Prior to noting the cardiac tamponade, ablation had already been performed. There was no evidence of steam pop. The event occurred during catheter pull and sheath pull. Irrigated catheter was used in the event, the flow setting was 2ml/min during mapping, 15ml/min during ablation.